Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. The reported issue did not impact customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.